Manufacturer narrative:
The initially reported information was reported in error.

Event description:
This report is being sent as a retraction to the initial report. Upon further investigation into this event that the event is not related to the gore device or procedure, and the aneurysm enlargement and reintervention were due to endotention and related with the procedure in 2002, where the patient was implanted with a guidant ancure device. Therefore no adverse event occurred in this case.

Manufacturer narrative:
Additional information. Event description. (B)(4).

Event description:
Received the additional information from the site that the event is reported as unrelated to device or procedure.

Manufacturer narrative:
The review of the manufacturing paperwork verified that the lot(s) met all pre-release specifications. Aneurysm growth in the absence of endoleak has been defined as endotension. One hypothesis for the source of endotension is the transmural movement of serous fluid across the material used to fabricate devices used to treat the aortic abdominal aneurysm. In response to this issue, gore elected in 2004 to provide a design enhancement to the original gore excluder® bifurcated endoprosthesis. Please note that a pxa280300/ 10628756 device was manufactured on september 13, 2012 and according to the physician, there is no allegation against the gore device. According to the gore® excluder® aaa endoprosthesis instructions for use, adverse events that may occur and/or require intervention include, but are not limited to aneurysm enlargement.

Event description:
On an unknown date in 2002, the patient was implanted with a guidant ancure device to treat an abdominal aortic aneurysm. On (B)(6) 2014, the patient underwent reintervention using a gore excluder aaa endoprosthesis aortic extender component (pxa280300/ 10628756). The patient tolerated the procedure. On (B)(6) 2015, it was reported that the aneurysm enlarged from 6.6cm to 7.7 cm due to endotention. On (B)(6) 2015, the patient underwent the additional procedure using a cook zenith renew to reline the aorta and the device. It was reported that there was nothing in the patient's anatomy that may have caused or contributed to the event and no endoleak noted prior to reintervention. Additionally, according to the physician, there is no allegation against the gore device. No further adverse events have been reported.